Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they replaced the ups batteries on (B)(6) 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect ups battery has not been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), the uninterruptible power supply (ups) batteries required replacement. No additional information was provided. There was no patient present when this issue was identified.